Event description:
Several years ago I was treated for temporomandibular joint using a splint. I wore the device as prescribed. The oro-facial surgeon also prescribed soma, per my request. A co-worker is the one who recommended soma as it helped her temporomandibular joint pain. I kept every appointment; I took the medication as prescribed. With use of the splint, over time, I developed a change in my bite for the worse. I noticed a change in the appearance of my teeth in photos. I did not realize the splint was causing the change in my bite that required braces to correct. This same oro-facial md referred me to the orthodontist, when I told him my back teeth no longer touched and all chewing was done with my front teeth. In (B)(6) 2018, when chewing a cherry tomato, it popped out of my mouth onto the table. The braces cost over (B)(6) from my savings account. I'm writing to request all people be alerted to the danger of any type of "splint therapy". The splint helped my temporomandibular joint pain in the beginning, and the medication also helped my pain. As a working registered nurse at the time, I did not realize the reputation soma had as an abused drug. I don't understand why the md did not notice the change in my bite. This is all water under the bridge now. Braces are off and the retainers I wear as directed. Temporomandibular joint pain has come back, but I will not use a mouth splint ever again.